Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge needed to be changed early for an unknown reason. Tandem technical support was unable to verify any alarms occurred in the pump history. Customer's blood glucose level was 200-235 mg/dl. Customer changed cartridge to address the issue.